Event description:
It was reported that the patient's entire device system was removed due to infection. The outcome of the patient and event was not provided. The drug delivered via pump was unknown. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information was reported that the drug was lioresal and the dosage was unknown. The infection location was unknown. The infection was fully resolved after explant. The patient received a new pump after being on antibiotics. The patient¿s outcome was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).